Manufacturer narrative:
(B)(4). An evaluation of the device is complete. Device, event, and service history reviews were performed with nothing found that would cause or contribute to the reported problem. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device failed the rite functional testing for inaccurate fluid reading. Upon conclusion of the investigation, the cause was identified to be deteriorated door piston foam. The foam was scrapped to solve the problem and the device sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed accuracy confirmation testing. Device failed during evaluation, no patient involved. No additional information is available.